Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, during second stage baha vistafix surgery, the fixture was found to have lost osseointegration. The fixture was removed and the patient was reimplanted with another device on (B)(6), 2013.

Manufacturer narrative:
This fixture is not available for analysis. (B)(4).